Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services had provided troubleshooting and guidance to the customer. The customer had requested centrifugation information as they noted they had a fixed angle centrifuge on site with limited ability to adjust speed. Bd had recommended a time/speed of 90 seconds at 6000-15000g's as indicated in the product instructions for use (IFU). The customer stated that their centrifuge is not capable of reaching the required speed as indicated in the IFU. Bd will continue to monitor if the customer requires any additional support. Investigation conclusion: based on evaluation of the retain samples, all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd microtainer® tubes with lh did not separate properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microtainer® tubes with lh did not separate properly.